Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1/full address: no. (B)(6).

Event description:
It was reported that the light guide bundle of the rigid video scope was dark. The issue was found during cleaning and disinfection. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: 30% of the light guide bundle was fractured, and the glass of the bundle was worn out. A root cause could not be identified. Based on the results of the investigation, the cause of the light guide bundle being dark was due to component failure of light bundle and the glass of the bundle being worn was likely due to component failure of light bundle glass. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.